Manufacturer narrative:
The trigger assembly would catch and cause the device to run-on at a very low speed due to corrosion of trigger assembly components.

Event description:
It was reported that during inspection at the user facility, the device trigger was sticking, creating a potential for the device continuing to run after the trigger is released if the trigger sticks in an activated condition. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during inspection at the user facility, the device trigger was sticking, creating a potential for the device continuing to run after the trigger is released if the trigger sticks in an activated condition. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.